Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed visual inspection. One of two sensor cannula retracted inside sensor base and found cannula damaged. The broken part was missing. Unable to confirm customer received sensors in said condition due to customer returned opened/used. Also unable to confirm adhesive anomaly due to sensors were returned opened/used.

Event description:
The customer reported via phone call that three different sensors were not sticking. The needle was partially in. Customer's blood glucose level was 140 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.